Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted and replaced on (B)(6).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the pulse generator could not be interrogated. After resetting the battery, interrogation was possible.